Event description:
Additional information was received that high out of range shock impedance measurements continue to be observed. Tachycardia therapy was programmed off and the physician will continue monitoring.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
A request for additional information was sent to the local area field representative and none is available at this time. Should additional information become available this report will be updated.

Manufacturer narrative:
Additional information was received that high out of range shock impedance measurements continue to be observed. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
Additional information was received that the physician is aware of the out of range measurements and will continue to monitor the device/lead system. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable defibrillation lead and implantable cardioverter defibrillator (ICD) exhibited a shock impedance greater than 125 ohms. The local area field representative reported that all other lead measurements remained stable and within range. Additionally there were no adverse patient effects and an electrophysiology lab test was going to be scheduled by the physician for a future date.